Manufacturer narrative:
The external visual inspection revealed slices on the electrode region, fantail region, and broken wires. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. The device passed the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The external visual inspection revealed slices on the electrode region, fantail region, and broken wires. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.

Event description:
The recipient reportedly is experiencing decreased performance and headaches with and without device use.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly is experiencing decreased performance. Programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.